Event description:
The patient presented to the ER not feeling well and an echocardiogram showed a cuspal tear. A 27mm trifecta valve was explanted and a 25mm trifecta valve was implanted. The physician reported the explanted 27mm valve was grown into the aortic wall and had to be cut to be explanted. The explanted 27mm valve contained pannus and a tear on the right coronary cusp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of this investigation concluded fibrous thickening of all cusps, tear in cusp 1, and fibrous pannus ingrowth on the inflow surface of all cusps and the outflow surface of cusp 2. Special stains were negative for organisms, and no significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and cuspal tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin and pannus formation, and cuspal tear remains unknown.